Manufacturer narrative:
H3, h6: the subject device was not delivered to the address indicated; therefore, it was not made available to the designated complaint unit and thus a physical product evaluation could not be performed. However, the photographs were reviewed, and revealed that the tip of the screw fractured. The device shows signs of use. The clinical/medical investigation concluded that, a review of the provided fluoroscopic images confirms the reported event, but does not provide a clinical root cause of the breakage. The cannulated screws are implantable devices that are made of 316l stainless steel. Since the broken pieces are retained in the patient¿s bone, the potential for micro-motion and/or migration is unlikely. The patient impact beyond the non-significant surgical delay cannot be determined. However, it was reported the surgery was completed with a back-up device without further complications. Device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for fracture fixation devices revealed that cracking and fracture of the implant components can occur. With repeated stress in patients with delayed healing or nonunion, the appliance will inevitably bend, break or pull out of bone. Also, the correct selection of device components is extremely important. The appropriate type and size should be selected for the patient. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both, this has been identified as adverse effects and warnings. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According with material specification, the quality and manufacture of special quality stainless steel cannulated bar shall be controlled. At this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include size selected, surgical technique or excessive forces. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H11 ¿ corrected data. B2- outcomes attributed to adverse event. E1- initial reporter name and address. G2- report source. H6- evaluation codes.

Manufacturer narrative:
Internal reference number: (B)(4). H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during a medial epicondyle on a distal humerus, when inserting the 3.0mm cannulated screw 30mm, it was noticed the fracture had displaced so it backed the screw out. The tip was also broken off. Tip of screw was left inside patient's bone. The procedure was resumed, after a non-significant delay, with a s+n back-up device. No other complications were reported.